Event description:
It was reported that the customer passed away. The cause of death is unknown. It was reported that the death was none insulin pump related. It was also reported that a few weeks prior to passing away, the customer had a fall on the weekend and was very confused, and thought that his insulin pump was not working correctly. He could not get the insulin pump to work. The device was just stuck in the rewind process. The customer, then, was taken to the hospital the next few days as he had fallen, again, a few more times. Nothing further was reported.

Event description:
It was reported that a few weeks prior to passing away, the customer had a fall on the weekend and was very confused, and thought that his insulin pump was not working correctly. He could not get the insulin pump to work. The device was just stuck in the rewind process. The customer, then, was taken to the hospital the next few days as he had fallen, again, a few more times. Nothing further was reported.

Manufacturer narrative:
This information is provided in response to your request dated january 16, 2015 for additional information. (B)(4), since the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Please see medwatch report 2032227-2014-71084.